Event description:
During an implant procedure, the patient experienced excessive bleeding. It was suspected the excessive bleeding was due to medication, patient factors or the size of the sheath. Further information has been requested but has not yet been received. The patient was stable.

Event description:
Additional information was received that the bleeding was compressed to resolve the hemorrhage.